Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed as the lens was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a aab00 model intraocular lens(iol) was explanted from patient's right eye in a secondary surgical procedure due to blurry vision. There was no patient injury and no medical/surgical interventions such as vitrectomy, sutures or incision enlargement were performed. The replacement lens used is a different model but same diopter lens. The patient was doing well at the time of discharge. Suspect product discarded. No further information was provided.